Manufacturer narrative:
The device was discarded. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during initial insertion the esheath was damaged. There was insertion difficulty into the patient. The esheath damage was detected immediately and the esheath was exchanged. The procedure was successfully concluded with no further incident. The 26mm sapien 3 ultra was able to be deployed by transfemoral approach. There was no patient injury. The patient outcome was good. As per medical opinion, the lip of the esheath snagged on calcium at the entry point. Per photos provided, the distal tip of the sheath appeared to be split.

Manufacturer narrative:
Update to b4, g3. G6, h2, h6, and h10. The device was discarded and not available for evaluation. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As no product was returned, no visual, functional or dimensional testing was performed. A picture of the device post procedure was provided, which showed sheath distal tip split and damaged along the split line. The IFU for esheath, preparation training manual, and procedural training manual were reviewed. Per the manual, do not force the sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath. No IFU/training manual deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 for the esheath (all models and sizes) was performed with the code identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Available information suggests that patient (calcification, tortuosity, scar tissue) and procedural factors (excessive manipulation related to insertion/withdrawal of ds/sheath, withdrawal of burst/torn balloon) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Of the potential root causes identified, the following are applicable to the current evaluation: patient factors (calcification, tortuosity) and procedural factors (excessive manipulation related to insertion of sheath). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the provided imagery of the complaint device. However, as the device was not returned no manufacturing non-conformances were able to be identified during. Reviews of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per complaint description, 'during initial insertion, the esheath was damaged. There was insertion difficulty in patient' and 'as per medical opinion, the lip of the esheath snagged on calcium at the entry point.' Provided information stated that the patient had moderate to severe calcification and tortuosity. Calcification and tortuosity can create a challenging pathway for sheath insertion as the sheath can catch on a calcium nodule and become damaged upon insertion as seen in photo provided. As such, available information suggests that patient (calcification) and procedural factors (excessive device manipulation during sheath insertion) may have contributed to the reported event. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required.